Event description:
It was reported the device was in use with patient for home infusion of trabectedin infusion. The infusion was scheduled for 24 hours in total. The pump gave the "infusion complete" message at the expected time but the IV bag showed a remaining 90 ml of the total 532 ml. The patient's infusion was later finished in clinic. No adverse effects reported.